Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician implanted coils into the target vessel using the microcatheter. Next, a smart coil would not advance into the hub of the microcatheter. Therefore, the smart coil was removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had minor bends along its length. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. Conclusions: evaluation of the returned smart coil revealed offset coil winds along the embolization coil. If the introducer sheath is not properly aligned within the hub of a parent microcatheter prior to advancement, resistance may be experienced and damage such as offset coil winds may occur. During functional testing, the smart coil was unable to be advanced through the hub of a demonstration microcatheter due to the offset coil winds. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.